Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300400 and lot number 210538. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, retained samples of reported lot number were obtained from the manufacturing facility. The retained samples were evaluated; however, no signs of defects were observed that would cause leakage. In addition, needles were assembled with a bd emerald syringe 5ml. The hub was positioned onto the syringe tip with a slightly rotational movement. No leakage was observed in any of the retained samples. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd conventional needles needle hub is broken. The following information was provided by the initial reporter: I used one today to give prostap but it leaked and when checked needle had broken at hub lot 210538, exp 04/2026, bd microlance 3.? If you have had problems with this product before and if you need to see the needle or not I have kept it. Some of prostap ran down arm and I stopped giving and had to repeat with another needle. On (B)(6) 2024 patient wasn't physically harmed but prostap is very expensive and had to give him another syringe full. He was a bit upset. Hopefully will not have any side effects to incident. We were trying get needle off to use another needle to give remaining prostap but it wouldn't open then we realised needle and hub were detached. Needle came out of patient, none left inside him.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.